Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 50 mg/dl. Customer stated that he calibrates every time he measures his blood glucose level. Customer stated that he is testing 12 times a day. Customer stated that the stress affects his blood glucose. Customer was advised to only calibrate 3-4 times a day. Customer stated that he started a week and a half ago. Customer stated that this is the 2nd sensor and the pump went off today with a meter blood glucose now alarm. Customer's blood glucose was at 260 mg/dl on (B)(6) 2016. Customer was advised how to use the sensor properly.